Manufacturer narrative:
Physio-control evaluated the device, and verified the fault codes logged in the device memory. Physio replaced the biphasic module pcb assembly, and observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the replaced biphasic module pcb assembly and determined the root cause for the fault code to be a shorted and burned capacitor, c51.

Event description:
It was reported that the device had a service indication and a fault code logged in the device memory, indicating a possible critical failure with biphasic defibrillation therapy. There was no report of pt involvement with incident.